Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic had fiber bonding in the outer tube area distal end was damaged; the outer tube had a dent and therefore had sharp edges and outer tube thermistor was broken and error 104. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.